Event description:
A report was received that the patient developed an infection. The patient was prescribed antibiotics and underwent an explant procedure. Infection was confirmed but the location and type of infection were not known. No further information can be obtained.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-4316, lot #: 17353104, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.